Event description:
It was reported the patient's pump and catheter were removed for a warranty assessment. The drug in the pump noted upon analysis was prialt. No dose or concentration were reported. No patient symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Final device analysis revealed no anomaly found - normal pump function. Catheter analysis revealed a jagged appearance, and catheter was broken.